Manufacturer narrative:
Pump received with reservoir tube lip completely broken off and the black o ring missing noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the reservoir o ring was crack and it was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The device will be returned for analysis.